Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot/serial# n10211101-0010) associated with this event has been performed. Per this review of the logs, the medium-large clip applier instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 74 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the medium-large clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping on the tissue. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no abnormality. The customer did not find any other issues with the functionality of the instrument (e.g. Non intuitive motion, misapplication, broken/loose cable..). The weck hem-o-lok medium-large clip was used and the vessel was less than 10 mm in diameter. There was no patient injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping on the tissue." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed multiple times. The clip was unable to successfully clip onto the tubing after multiple attempts. The root cause was not determinable/applicable. An additional observation not reported by site was that the instrument main tube was found to be bent. The bending damage was located around the middle of the main tube. The root cause of the bent instrument main tube is typically attributed to mishandling/misuse, such as excessive loading, or improper handling during transport. This RMA was transferred to engineering for further investigation. The initial findings were confirmed. The instrument was placed on an in-house system and clip application was retested and failed. The housing was then removed and it was found that the screw at the rocker which holds the push-pull rod assembly was loose. The loose screw likely caused the push-pull rod assembly to be unsecure and thus, was not able to generate enough force to successfully apply the clip. The root cause of this is attributed to a component failure. The bent main tube likely also contributed to the clip test failure, causing enough friction to prevent the push-pull rod from moving fully. The root cause of this is attributed to mishandling/misuse.